Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: birth control pills from 2005 to (B)(6) 2010, ortho tri cyclen from 2005 to (B)(6) 2010 and seasonique from 2005 to (B)(6) 2010. Past adverse reactions to the above products included contraception with birth control pills, ortho tri cyclen and seasonique. Concomitant products included axotal (fioricet) and docusate sodium (colace). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraine headaches / migraines") and headache ("headache"). On (B)(6) 2016, 5 years 6 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful vaginal intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen (excedrin ib), antibiotics, surgery (total abdominal hysterectomy, bilateral salpingectomy) and surgery (total hysterectomy with bilateral salpingectomy, successful essure devices removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the genital haemorrhage, vaginal haemorrhage, cystitis, headache, abdominal pain lower, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: birth control pills from 2005 to (B)(6) 2010, ortho tri cyclen from 2005 to (B)(6) 2010 and seasonique from 2005 to (B)(6) 2010. Past adverse reactions to the above products included contraception with birth control pills, ortho tri cyclen and seasonique. Concomitant products included axotal (fioricet) and docusate sodium (colace). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraine headaches / migraines") and headache ("headache"). On (B)(6) 2016, 5 years 6 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful vaginal intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen (excedrin ib), antibiotics, surgery (total abdominal hysterectomy, bilateral salpingectomy) and surgery (total hysterectomy with bilateral salpingectomy, successful essure devices removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the genital haemorrhage, vaginal haemorrhage, cystitis, headache, abdominal pain lower, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- vaginal infection, urinary tract infection. Historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". Concomitant products included axotal (fioricet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced migraine ("migraine headaches / migraines") and headache ("headache"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful vaginal intercourse)"). On (B)(6) 2016, 5 years 6 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen (excedrin ib), antibiotics, surgery (total abdominal hysterectomy, bilateral salpingectomy) and surgery (total hysterectomy with bilateral salpingectomy, successful essure devices removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the genital haemorrhage, vaginal haemorrhage, cystitis, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 5-mar-2018: pfs+mr received,reporter added,patient demographic added,treatment drug added, concomitant drug added event added as follows :- abnormal bleeding (general),abnormal bleeding (vaginal),headaches,pain,infection (bladder/urinary tract/vaginal): bladder infection, did not undergo essure confirmation test, lower abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, successful essure devices removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.